Manufacturer narrative:
PMA/510(k): na.this product is manufactured in the u.s. But not marketed in the u.s. No additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -7.50/+1.5/059 (sphere/cylinder/axis) diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and mydriatic pupil. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.